Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no indications for surgery provided. Cause or reason of scapular fracture is unknown. No indication in surgical report to reflect any fractured components. No shoulder components mentioned within operative report. Note that this procedure took place approximately 6 months after antibiotic spacer placed. Left scapula fracture. Orif left scapula with bone grafting. Products used mesh plate cut and contoured to fit the scapula with a mini-frag plate, most medially. Vivigen and infuse at the fracture site, laid directly underneath the mesh plate with great fixation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is confirmed by a review of a left shoulder CT scan which notes spacer is present in humerus, humeral head pointed nearly completely anteriorly with subluxation out of glenoid itself. Periprosthetic fracture of proximal humerus w/callus formation. Comminuted fracture of glenoid, bone loss. Metallic surgical fragment in inferior glenoid/scapular 17mm along with fracture including into scapular body, 10cm in length. Additional information does not change the root cause of previous investigation. Additional information was received through patient's medical records. Medical records concluded that there was no indication zimmer biomet product caused or contributed to the scapular fracture. Further, no zimmer biomet product was revised. Therefore, this event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information was received through patient's medical records. Medical records concluded that there was no indication zimmer biomet product caused or contributed to the scapular fracture. Further, no zimmer biomet product was revised. Therefore, this event is not reportable.

Manufacturer narrative:
(B)(4). Unk glenoid cat#ni, lot#ni. Unk tray, cat#ni, lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02846.

Event description:
It was reported the patient underwent a shoulder arthroplasty. Approximately one month later, the patient alleges the scapula bone was broken with a 10in fracture and 1in displacement. Further, an unknown screw was alleged to be fractured within the shoulder joint. As a result of the bone fracture, the patient underwent a procedure on an unknown date in 2019 to have 2 plates and over 20 screws implanted. Finally, the patient alleges that to date there is still a fracture at the anterior portion of the scapula bone and the glenoid implant is fractured with the fractured screw still being retained. Attempts have been made and additional information on the reported event is unavailable at this time.